Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable stimulation. System diagnostics recorded high impedances. Multiple attempts to reprogram were unsuccessful. Surgical intervention is pending to address the address the issue.